Manufacturer narrative:
Additional information was known but inadvertently not included in the initial report. A third lens had to be opened and to put in the eye (model not provided). Date received by manufacturer on the initial report should have been 12/11/2015. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when an pcb00 intraocular lens was inserted into an eye of a patient, the lens came out of the cartridge torn. The doctor reported that there was another pcb00 lens used that also came out of the cartridge torn. There was a slight incision enlargement and sutures were used. The doctor could not identify which lens was used first. No other information was provided. Since there were two lenses involved, a companion MDR will be filed.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The pcb00 unit, including the lens, was returned to the manufacturer for evaluation. The device was visually inspected under microscope at 10x magnification. Scarce ovd (ophthalmic viscoelastic) residues were observed inside the cartridge. The plunger was observed loaded as required and engaged. The cartridge was observed in the correct position (fully engaged into lower body of the pcb00 device). The lens was observed torn and with one (1) haptic detached; therefore, the claim reported was verified. A manufacturing record review (mrr) was performed and the pcb00 units were manufactured within specifications. The directions for use (dfu) was reviewed. The dfu and the precaution sections adequately provide instructions and precautions for the proper use and handling of the product. Based on the manufacturing records review, analysis of the return, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.